Event description:
The customer reported that the needle will not rest at zero. The customer did not provide the date when this occurred. There was no pt incident or injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. The instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of the required range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, of if the unit is ever dropped. (B)(4).